Event description:
It was reported by the user site that on (B)(6) 2026, during investigation of a noisy c-arm condition on a selenia dimensions mammography system, 2d, a missing rotational gear bolt within the vertical travel assembly (vta) was identified. It was reported that the issue was discovered during system testing and service activities. No patient or user injuries were reported. Hologic field service engineers (fse) were dispatched to investigate the device and observed that the vta rotational gear hardware had a broken rotational bolt. The fse replaced the vertical travel assembly and performed the required system checks and calibrations according to manufacturer procedures. The system was tested and verified to be operating according to manufacturer specifications and was returned to service. No further information is currently available.